Event description:
This patient has an implanted port. Nurse accessed port to draw labs and give chemo. In flushing needle prior to access, needle would not flush. Had to be re-accessed with new needle. The patient became very anxious, but was not harmed.